Event description:
An l4-l5 mis procedure was performed, and the surgeon securely placed a perc pin in the patient's right psis. After the landmark check, screws were instrumented in the sequence: left l4, l5, right l4, l5. However, left l4 and right l5 screws required redirection. The surgeon found that the perc pin adaptor, had shifted downward. After re-tightening the adaptor and acquiring new images, the screws were successfully instrumented. The investigation determined a platform shift occurred due to the adaptor's movement that was not fully tightened. Once re-tightened, the screws were redirected accurately. A post-procedure examination found no issues with the adaptor's mechanism, and no harm came to the patient.